Event description:
The surgeon reported a corneal burn occurred. The cataract had a tough brown center. The surgery was a clear corneal phacoemulsification which took about 15 minutes. There was edema in the tunnel area with the cornea almost necrotic. The wound was sutured with difficulty because the cornea was friable. The phaco sleeve displayed punctual burn marks. Two days post operative the wound required additional mattress sutures. No hospitalization was required. The patient is healing well with a good prognosis.

Manufacturer narrative:
The company service representative examined the system with no nonconformities found. Preventive maintenance was performed. The system was then tested and met all product specification. Moreover, the facility has since used the unit and has determined that it functions properly. A review of the complaints for this system for the last 24 months did not indicate adverse trends for the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 11/06/2008.